Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening. (B)(4) applied to the lead model 3057. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in basic evaluation. It was reported that patient was meeting a min of 50% improvement but felt like symptoms were the same. Patient stated that he had some issues where he tried to void and nothing came out. This is new for him. Upon checked the controller, the stim would not go past 6.9 on the right side and is giving the message ¿can¿t provide you desired setting¿. Patient stated he switched to the left side where he is feeling stim in his button. Upon increasing stim, the controller changed to looking for the device and patient reported there may be some interference on his end in his house. At about a few days later, patient further reported that he changed therapy sides and did not feel stim and at 6.3, he received message ¿cannot provide desired settings message¿. Patient also reported that he had a bad morning. He woke up and had diarrhea and the chart was not up to date. He was told by a manufacturer representative (rep) that it might not be working or lead moved. Patient was instructed to increase stim at the time of the report. Patient indicated that he has spoken to the healthcare provider (hcp) and rep and was advised the lead might have pulled. It was noted that the issue was not resolved and patient had lead removal scheduled on (B)(6) 2017. There were no further complications that have been reported as a result of this event.